Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) associated with this transvenous right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf), as a result of low amplitude vf caused by ablation and causing an alternate pathway for the vf. The patient was noted to have been currently on a ventilator. Device sensitivity had been decreased from .6mv to .3 mv. It was noted that when the patient's condition improved, that defibrillation threshold (dfts) testing would be done. The local area sales representative planned to send in an example of the undersensing.

Event description:
--

Manufacturer narrative:
One year later the lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, the lead was returned severed (which likely occurred during the lead extraction) and only the terminal connectors of the lead were returned. Setscrew marks were noted on all terminal connectors. The segments returned were subjected to resistance testing. Measurements throughout the test were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations of undersensing ventricular fibrillation.

Manufacturer narrative:
It could not be clearly determined at the time of this initial report, whether the device was truly involved in the circumstance or not. Most recently, this patient was noted to have passed away. There were no allegations of device involvement in the patient's death. The status of the devices is unknown. If new information becomes available, this report will be further evaluated and updated.